Manufacturer narrative:
Continuation of d10: product ID: non-medtronic unknown, product type: guide wire; product ID: pscc100 (0012401609); product type: catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the post mapping portion of a completed pulsed field ablation procedure, the guide wire could be pushed but it could not be pulled. The catheter and guide wire were removed from the sheath and the kink was observed on the guide wire tip. Thrombosis was suspected. The suspected thrombus and blood were aspirated from the left atrium with a syringe and the blood was placed on gauze for observation. A fine, thrombus-like object was observed on the gauze. The mapping was completed. No further patient complications have been reported as a result of this event.